Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for provided lot number 1902150 and the review did not reveal any detected quality issues during the production process that could have contributed to this incident. As samples were not available for return, our quality team obtained ten retained samples of the same lot number from the manufacturing facility for further evaluation. The ten retained samples were inspected and functionally tested and no defects were observed. Based on the provided customer feedback, it is possible that this incident resulted from damage to the plunger lip component. This type of damage can be produced during the handling of the product through the manufacturing process or the assembly process. At this time, further action has not been determined necessary as the exact cause cannot be confirmed. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that "methotrexate" leaked past the bd discardit¿ ii syringe plunger during use. The following information was provided by the initial reporter, translated from french to english: "plunger leak on a syringe filled with methotrexate."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "methotrexate" leaked past the bd discardit¿ ii syringe plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "plunger leak on a syringe filled with methotrexate."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1902150. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation, picture samples were provided for evaluation by our quality engineer team. Through examination of the pictures, leakage was observed through the plunger rod component. For further investigation, ten retained samples of the same lot number were obtained from the manufacturing facility for testing. The ten retained samples were functionally tested, however, no signs of leakage were observed. Based on the provided customer feedback, it is possible that this incident resulted from damage to the plunger lip component. This type of damage can be produced during the handling of the product through the manufacturing process or the assembly process.

Event description:
It was reported that "methotrexate" leaked past the bd discardit¿ ii syringe plunger during use. The following information was provided by the initial reporter, translated from french to english: "plunger leak on a syringe filled with methotrexate."